Event description:
It was reported that pump displayed malfunction code that patient had not previously reset. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through resetting pump, confirmed that malfunction code did not recur after reset, and was advised to continue using pump and call back if any further malfunction codes appeared.